Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, storage space failure in drawer 2.1 was reported with increasing frequency, requiring multiple recovery attempts. The customer stated that this malfunction caused delay in dispensing medication to the patient. However, there was no adverse events or injuries reported based on this incident.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the storage space failure in drawer 2.1 had failed. A field service engineer (fse) investigated intermittent failures in half-height matrix drawers and was unable to reproduce the issue during testing. As a preventive measure, the fse replaced the open/close sensor, retractor band, and control board. The unit was tested post-repair, and no further issues were observed. The system functioned as intended after field service engineer repaired the device.